Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and reviewed the log files. The rse documented that the user carried out an unsuccessful restart and then manually restarted the host-pc and ip-pc. Upon further inspection, philips field service engineer (fse) suspected problems with the host-pc. After replacing the host-pc the system has been returned to use in good working order. The codes were updated based on the investigation outcomes.